Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the camera image was upside down, and it was always misaligned. The customer selected up/down buttons on the surgeon side console (ssc) touchpad, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and completed extensive test drive on the camera. The fse reseated the camera and performed several test drives and was unable to replicate the issues. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.